Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02905. It was reported the patient received inadequate pain relief from his scs system. The patient was treated with an injection which caused his pain to "calm down." Follow-up identified the patient was later reprogrammed and reported effective pain coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.